Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ orange box one or more orders could not be saved. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "northwell manager are reporting the techs are seeing "one or more orders could not be saved. Refresh the page and reattempt your updates." Frequently and it is slowing down their workflow."

Event description:
It was reported that bd synapsys¿ orange box one or more orders could not be saved. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "northwell manager are reporting the techs are seeing "one or more orders could not be saved. Refresh the page and reattempt your updates." Frequently and it is slowing down their workflow."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01171 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.